Event description:
It was reported that a revision surgery has been performed due to a septic arthritis development. An incision and drainage with irrigation and debridement was performed on the left knee.

Manufacturer narrative:
The affected genesis ii oval resurfacing patellar, legion non-porous femoral component, genesis ii tibial baseplate and genesis ii ps high flexion insert were not returned for evaluation. Our clinical analysis noted that no lab results or reports were provided to confirm the reported infection. However, the revision op report indicated there was some slimy granulation and synovium throughout the knee, this was debrided and all of the reported ¿infected tissue¿ was removed. Based on the limited information provided and without the return of the device for evaluation, there is no evidence to support our device contributed to the reported infection and as it was 2 years post op if it was infected it was likely a late hematogenously spread, therefore a thorough medical assessment cannot be completed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Products were sterilized according to sterilization release documentation from quality control. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.